Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard flat mesh device used to treat the patient. The patient's attorney alleges the patient underwent an additional surgery as a result of "extruding and infected hernia mesh"; however, no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard flat mesh. On (B)(6) 2016 - the patient underwent surgery as a result of extruding and infeced hernia mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard flat mesh device used to treat the patient. The patient's attorney alleges the patient underwent an additional surgery as a result of "extruding and infected hernia mesh"; however, no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard flat mesh. (B)(6) 2016 - the patient underwent surgery as a result of extruding and infeced hernia mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of bard flat mesh. Per op notes, ¿a indirect hernia sac was noted and reduced. A bard flat mesh was placed using prolene sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia with pain thereby underwent open repair with excision of bard flat mesh and implant of synthetic mesh. Per op notes, ¿some scar tissue was excised. The prior mesh was noted and excised entirely. The hernia sac was identified and excised. A synthetic mesh was placed and sutured.¿